Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Recall joystick is not working accurately. Consumer goes to stop and chair speeds up.